Event description:
During the evaluation of a returned endoeye flex deflectable videoscope loaner device, it was discovered that no image was being produced. There was no patient involvement during this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. As indicated in section describe event or problem, while evaluating the subject device, no image was produced during testing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation of the event of no image being produced, the issue was most likely attributed to a malfunction of the image sensor unit, the board inside the video connector, or the malfunction of the system. Olympus will continue to monitor field performance for this device.